Manufacturer narrative:
The initial reporter was tokibo. Co. Ltd. Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 30th november, 2023 getinge became aware of an issue with one of surgical lights - axcel. It was stated the set screw is missing from spring arm cover. The issue was confirmed by photographic evidence. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 30th november, 2023 getinge became aware of an issue with one of surgical lights - axcel. It was stated the set screw is missing from spring arm cover. The issue was confirmed by photographic evidence. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that the screw pitch was stripped. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing screw, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 30th november, 2023 getinge became aware of an issue with one of surgical lights - axcel. It was stated the set screw is missing from spring arm cover. The issue was confirmed by photographic evidence. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 30th november, 2023 getinge became aware of an issue with one of surgical lights - axcel. It was stated the set screw is missing from spring arm cover. The issue was confirmed by photographic evidence. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that the screw pitch was stripped. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing screw, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Initial information provided was pointing that the set screw is missing from spring arm cover. Missing screw based on risk, is considered as a potentially reportable incident, therefore an incident was reported. Further information provided by getinge employee indicated that the screw was not missing. Therefore the initial information that were considered to be reportable was determined to did not occur. We have performed a root cause evaluation for the stripped screw pitch issue. The investigated customer product complaint did not cause risk to human life. When the issue occurs, the device is not up to the manufacturer specification, usually after replacement of the component the device could return to normal use. If the device is used in accordance with instruction provided in user manual, such as regular preventive maintenance any unexpected failures should not occur. After reviewing the information provided for the complaints investigated herein we have been able to establish that there is no significant complaint trend with this product and issue type. Complaint handler did not identify any apparent reason for suggesting to open a CAPA (apart from these already initiated) or evaluation for the need of another action in the market. It is not likely that it could lead to the serious injury or death when the malfunction reoccurs.